Event description:
A proximal humerus surgery using co's polarus system was performed. During the surgery, the drill broke off and the surgeon elected to leave the drill fragment in since the drill is MFR from implant grade stainless steel. It was determined that this failure was caused by user error as the guide wire was left in during drilling; thus, the drill collided with the guide wire. Co cautions surgeons about this in their or surgical technique and co's sales reps in co's training sessions.